Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead demonstrated noise. The rv lead was subsequently explanted and repositioned, with the same lead reimplanted in the left ventricular (lv) chamber on 28 may 2026. The patient remained stable throughout the procedure.